Event description:
It was reported that the patient had a fall in (B)(6) which cause an increase in pain (bilateral foot and toe pain). The patient was reprogrammed on (B)(6) 2015. The event outcome was reported as resolved without sequelae (resolution date of (B)(6) 2015). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), implanted:(B)(6) 2013, product type: programmer, patient. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study via a manufacturer representative reported the event was not device related.